Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is 120-140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 166 and 166mg/dl using true track. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states the meter read hi non-fasting. Customer states his normal fasting range is 120-140mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is 120-140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 166 and 166mg/dl using true track. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is 10/31/17. The meter memory was reviewed for previous test result history: result 1: 127mg/dl date: (B)(6) 2017 time: 10:42am fasting, result 2: 125mg/dl date: (B)(6) 2017 time: 6:27am fasting, result 3: 130mg/dl date: (B)(6) 2017 time: 12:58am fasting, result 4: 142mg/dl date: (B)(6) 2017 time: 10:48am non-fasting, result 5: 140mg/dl date: (B)(6) 2017 time: 8:08am fasting. Customer called in states the meter is reading high. Customer states the meter read hi non-fasting. Customer states his normal fasting range is 120-140mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.